Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient had a potential stroke. Nevro attempted to obtain a medical assessment regarding the stroke but no information was available. The patient received an MRI and there have been no reports of further complications regarding this event. The patient is currently using their device with effective pain relief.